Manufacturer narrative:
E.1 initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank tower the touchscreen displayed a dark pink screen with a black block at the bottom covering the menu buttons. A reboot did not resolve the issue. There was no elo touchscreen recalibration software available. The monitor cable was reseated, but the issue persisted. However, there were no delays or adverse events or injuries reported based on this event.